Event description:
Pt in labor was receiving pitocin programmed at 1ml/hr. Found pump infusing at higher rate resulting in tetonic uterine contractions causing fetal bradycardia. Terbutaline given x2. Uterus relaxed and fetal heart rate returned to normal. Hosp risk mgr determined that the pump could not be sent back to us for investigation. We spoke to the biomed and sent him the download software (on 4/17/06) to be able to download the event logs and email them to us to assist in interpreting the programming. We have made multiple calls to the biomed to check on the status of whether he has downloaded the event logs and we have not heard back from him as yet.